Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address acetabular loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right side). Update - (B)(4) 2011- litigation papers allege the following: on or about (B)(6), 2010, patient suffered the following personal and economic injur(ies) as a result of the implantation with the asr hip implant: on or about (B)(6), 2010, patient became aware that his asr hip implant was recalled and was the cause of his hip pain and problems. Patient could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood-work. Femoral head added to complaint. Dob identified in litigation papers and added to paperwork. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address acetabular loosening.